Event description:
It was reported that during an in-clinic follow-up, the pacemaker was noted to exhibit premature battery depletion, the right ventricular (rv) lead was noted to have exhibited r-wave amp variation and the right atrial (ra) lead exhibited high capture thresholds. The whole system, including the rv lead, the ra lead and the pacemaker, were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal lead impedance, normal outputs, and telemetry communication. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.